Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low and high blood glucose results. The customer is concerned with results obtained results of 239, 44 and 55 mg/dl. The expected fasting blood glucose test result range is 90 to 110 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. The test strip lot manufacturer's expiration date is 06/13/2018 and open vial date is approximately two weeks ago. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with low results from the meter. Customer states she obtained low readings on (B)(6) 2017 before dinner of 55 mg/dl, on (B)(6) 2017 obtained 44 mg/dl at 2 am and on (B)(6) 2017 before lunch all fasting readings. Customer is concerned with 239 mg/dl fasting reading as too high. Customer is not concerned with other readings listed. Customer states she has a new doctor and had a recent a1c done of 6. Customer advised to follow up for reconciliation of her insulin as well. Customer states she takes a routine insulin and on a sliding scale.